Event description:
During visual ispection of the product at the warehouse, a foreign material that looked like hair was found inside the sterile package. The product was not clinically used. It was not shipped out of warehouse.